Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a beta cap adapter. The customer states that this case report received by baxter (B)(4) on (B)(6) 2014 from a baxter clinical consultant. It was reported that on (B)(6) 2014 three r5c4483 minicap sets, serial number (B)(4) were involved in an incident involving the pd transfer set coming undone / loose while connected to the male patient p.c. (B)(6). At the time of the problem it was reported that: three sets would not connect onto the beta-cap adapter. When they were screwed on they kept popping back off / became loose. Once the third one was applied we still were not happy with the connection as it could be undone easily (even though it was secured sufficiently using spencer-wells to tighten it). We connected up a capd bag as a trial; this then would not allow the dialysate fluid to flow. The fourth set went on with no issues. The patient was administered antibiotics as a precaution and is now fine. No clinical consequences for the patient were reported .

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
This complaint was investigated, but no sample was returned and the lot number information was not provided. A device history record (DHR) review could not be performed, since the lot number information is unknown. If the device is returned in the future, this complaint will be re-opened for further investigation. Since none of the minicap sets or pd catheter were returned it is not possible to confirm the reported issue of a loose connection. It should be noted that in-process controls (material traceability, visual inspection and volume testing) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.